Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nausea and was admitted to hospital. It was further reported that the pacing lead exhibited loss of capture and variable thresholds. It was also reported that the pacing lead exhibited intermittent over-sensing which led to inhibition of pacing/pacing pauses. The pacing lead also exhibited variable impedance measurements. Reprogramming occurred. The pacing lead remains in use. No further patient complications have been reported as a result of this event.